Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed unexpected restart. Customer's blood glucose was 6.5mmol/l. The battery was changed the day prior. Alarm was explained. No temp basal was programmed before to alarm. The device was not stored for an extended period of time. The dive did not alarm right after a battery change. Customer was advised to monitor the device.